Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at eri upon receipt. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device.

Event description:
Additional information received indicates that on (B)(6) 2026 the physician elected to explant and replace the right ventricle leadless pacemaker (rvlp). There were no patient consequences.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed rapid battery depletion of the right ventricle leadless pacemaker (rvlp). No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this device is returned and its hybrid analyzed directly.